Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the renal artery. A 5.0mmx15mmx90cm express¿ vascular sd stent was advanced to treat the lesion. However, due to a number of factors, the device was getting caught on a previously implanted non-bsc stent graft. During device removal attempts, the stent partially disengaged from its balloon catheter. The device was removed and the procedure was stopped. There were no reported patient complications.